Manufacturer narrative:
Submit date: 09/14/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer states product is missing the sliding part of the lid that locks.

Manufacturer narrative:
Submit date: 10/06/2017. A sample was not returned for evaluation; however, the reported issue was confirmed with a photo supplied by the customer; missing door component was observed. The lot number was provided and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A probable root cause may be human error and failure to verify the door component during the slide top lid assembly operation. An associate may have missed an assembly step prior to packaging. This issue has been determined to be an isolated event. Based on existing controls, the internal reject and the complaint history review a corrective and preventive action is not required at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.